Event description:
The clinician reported that 4.5 months after the dental implant was placed in ada site 14 in the patient's mouth, the implant did not achieve osseointegration in type IV bone. The site was grafted. The clinician reported the patient's implant mobility, bleeding, inflammation, abscess, swelling, sinus perforation and insufficient bone quality.. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.